Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump alarmed for failed battery test. The customer states ta piece of the pump broke. The customer states the pump would not turn on despite battery changes. No further assistance or information provided.